Event description:
Analysis of the returned device found the microdelivery catheter proximal shaft was separated.

Manufacturer narrative:
Device manufacture date: unk. Evaluation results: handling damage. Visual inspection of the device found that the microdelivery catheter proximal shaft outer tubing was stretched and separated. The inner braided tubing was intact. The microdelivery catheter was stretched on several places and kinked on its proximal shaft at 17.5cm from the proximal end. The stent was in the microdelivery catheter in its intended location. The peelable sheath was in the microdelivery catheter. The stabilizer could not be removed out of the microdelivery catheter. The lumens of the microdelivery catheter and the stabilizer were stretched, kinked and compressed at multiple locations along their lengths. The microdelivery distal catheter lumen was conforming to its visual specifications during examination under magnification. The dimensions which could be measured met to their specifications. The damages found on the microdelivery catheter and the stabilizer are indicative that the device was handled aggressively during preparation and is known to directly impact the ability to flush the catheter lumens. Therefore, a root cause of handling damage has been assigned to this complaint.